Event description:
It was reported a patient death occurred following an implant. On (B)(6) 2011, the patient was implanted with the device system. The patient's health care provider (hcp) stated there were no complications on the day of the surgery. The patient was discharged. On (B)(6) 2011, the patient was brought by his family to the ER with an incarcerated hernia and bowel infarction. The patient was in septic shock and total renal failure. The patient died. The hcp initially reported the cause of death was under investigation, and "did not believe that the death was directly related to the stimulator or leads." Additional information from the hcp showed the patient was "distended and couldn't eat for 2-3 days" following the surgery, but did not seek medical attention until his family brought him to the ER in "profound shock and total renal failure." The hcp stated the devices were explanted and would not be returned. It was not clear if the devices were explanted before or after the patient expired.

Manufacturer narrative:
(B)(4).